Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens. On the lens it appeared to be a burr that caused the lens to become stuck in the cartridge prior to insertion into the eye. No pt contact or injury.